Event description:
Consumer claims that she removed a heated gel pack from the microwave, it leaked gel and dripped onto her son's leg which resulted in a burn.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.